Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported loss of prime issue was not verified in the black box or duplicated during the evaluation. Review of black box data found the available data did not cover the complaint date due to continued customer use. No loss of prime or prime issue related warnings were found in the available date range. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidents. Bolus delivery exercises were completed and recorded correctly. The force sensor calibration reading was within specifications. The pump casing was opened and no anomalies were found with the force sensor assembly. Unrelated to the complaint, the verify screen was found to be dim with a pinkish contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, the patient encountered repeated prime issue. No additional information was available. Several attempts to follow-up with the reporter regarding the matter was unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.